Event description:
1 patient with peripheral artery disease experienced a surgical infection with scs implantation.

Manufacturer narrative:
Literature citation: ueno k, tachibana k, masunaga n, et al. Clinical outcomes of spinal cord stimulation in patients with intractable leg pain in japan. Pain pr. Published online 2024. Doi:10.1111/papr.13363 b5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3, d4, and 6a: the hcp contacted reported the implantable neurostimulator (ins) serial number, implant date, and event date were not available due to individual privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from an article author through a manufacturer representative noted that the ¿infection was only an abscess¿ and that the spinal cord stimulation (scs) system ¿seemed to have been removed and followed.¿ no further complications were reported or anticipated.